Manufacturer narrative:
As reported, the patient developed a hernia recurrence and a rupture through the center of the phasix st mesh was noted during re-repair procedure. Intraoperative images provided confirm hernia recurrence. Photos show the phasix st mesh to be well integrated as reported. Based on the time in the body the phasix st mesh has resorbed as would be expected per the IFU. The information provided is limited and it is unclear what may have caused or contributed to the patient¿s postoperative course. Hernia recurrence is a known inherent risk of hernia repair surgery and is a labeled side effect listed in the instructions-for-use, supplied with the device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient was implanted with a phasix st mesh on (B)(6) 2021 for the repair of a 2x4 cm hernia defect. In (B)(6) 2023, the patient experienced a hernia recurrence and revisited the surgeon on (B)(6) 2023. On (B)(6) 2023 the patient underwent repair, and the surgeon states the previously placed mesh had ¿ruptured through the center.¿ the phasix st mesh was not removed as it had ¿integrated into the tissue well.¿ the recurrence was repaired with the implant of a ventralight st mesh.